Event description:
Information was received from a healthcare professional and manufacturer's representative regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain. It was reported the pump reservoir was empty and the patient was going through withdrawal symptoms on (B)(6) 2016. The patient's managing physician closed office and patient did not find a new doctor to manage pump. The patient has since found a new pain management physician who has since refilled the pump. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.